Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code: 2017 - excessive force.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after an interventional percutaneous transluminal angioplasty procedure with a 6f sheath hole. Reportedly, resistance was felt when advancing the prostyle device into the anatomy. Upon removing the prostyle device out of the anatomy, the footplate failed to close properly. Force was applied to remove the device which resulted in a separation between the distal sheath and the proximal guide. A cut-down was performed to remove the distal sheath. Hemostasis was achieved with manual suturing. It was noted that patient recovery was longer due to surgery. There were no adverse patient effects. No additional information was provided.